Event description:
It was reported by the affiliate that during a cystectomy procedure, they preformed four successful firings with the blue reload. In the fifth firing, the instrument felt heavy to fire and then it got completely stuck and could not be opened. They had to cut lose the instrument from the patient. But no harm was affecting the patient. They used sutures and clips to stop the bleeding. They were not in need of this instrument after the event. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. How much blood loss? Unknown, but not significant. Did the patient require a blood transfusion? Not due to this event. On what tissue type was the device used? At what location on the tissue? Lateral to the descending colon on mesentery. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. If echelon, during which stroke did the event occur? Second. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Harder to fire, resistance during first stroke. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No, impossible to open instrument. Was there any difficulty removing the device from the tissue? Could not open instrument, had to cut it off of patient's tissue. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned with the knife jammed in the anvil. The device was returned in an inoperable condition with the knife jammed and the jaws were closed. The knife blocked the anvil from opening. In this condition, the knife could not be returned using the red switch. No functional testing could be performed due to the returned condition of the device. A CT scan was performed to verify the condition of the internal components and a clip was found lodged behind the knife preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The batch record was reviewed and no anomalies were noted during the manufacturing process.